Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge fell off the pump when the case was removed. Blood glucose was not impacted. Tandem technical support advised the customer on how to remove the case.